Event description:
The customer reported via phone call that there was a crack on their insulin pump. The customer also reported a piece was missing of the battery compartment was missing. Customer stated a part of the battery lip was missing. Customer's blood glucose was 76 mg/dl. The customer could not recall how the damage occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked display window, a cracked case at the display window corners, broken battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.